Manufacturer narrative:
Added: d3, e1, e4, g1. Corrected: d1, d4 (serial), h3. Hemolysis/mechanical interaction with blood: the cause of the issue was not determined as no data logs were returned for analysis and limited information was provided. Low pump flow: the cause of the issue was not determined as no data logs were returned for analysis and limited information was provided and returned product functioned with no issue after clearing biomaterial.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella rp flex was inserted via right internal jugular vein post cardiothoracic surgery in a 66-year-old female. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. The patient was in the ICU on support with the rp flex. On day 6 of support, lower flows were reported and the purge system had increased. Motor current was also increased and there were concerns for hemolysis. Anticoagulation had been held for unknown time but restarted. The pump position was confirmed via echocardiogram. The patient expired. Hemolysis and death are known risks associated with impella rp flex as described in the instructions for use.